Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate simulation following a non device related surgery despite reprogramming. The patient was also charging the ipg more often which resulted to the ipg being nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded by the medical facility.